Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on five (5) patient samples with the simplexa covid-19 direct assay, but were confirmed negative when repeated the next day on the same assay lot. Run analysis of the simplexa results are as follows: (B)(6) 2022@0117: sample ID (B)(6): s gene (32.1) orf1ab (32.8), repeat negative on (B)(6) 2022@1324 (B)(6) 2022@0218: sample ID (B)(6): s gene (29.3) orf1ab (30.1), no run provided from repeat (negative) (B)(6) 2022@0313: sample ID (B)(6): orf1ab (30.3), no run provided from repeat (negative) (B)(6) 2022@0725: sample ID (B)(6): s gene (30.6) orf1ab (33.0), repeat negative on (B)(6) 2022@1324 (B)(6) 2022@1337: sample ID (B)(6): orf1ab (33.4), previously negative on (B)(6) 2022@0218. Based on the simplexa results above, it appears 3 out of the 5 samples were at or near the limit of detection of the simplexa assay with cts above 32. The storage and handling of the samples is not known. The customer's device and suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# us14086, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2022 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Assay issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# us13955 for suspected false positives.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on five (5) patient samples with the simplexa covid-19 direct assay, but were confirmed negative when repeated the next day on the same assay lot. The customer confirmed no alleged harm occurred. Patient health information and sample collection method was not provided.